Event description:
The pt reported experiencing high blood glucose readings of 600 mg/dl about 1-2 weeks ago. He stated his normal blood glucose range is "100 to low 200 mg/dl." The pt said he was "throwing up and feeling heart burn." The pt was not hospitalized. He stated he bolused to try to bring his blood glucose down but was unsuccessful. He then changed the insulin infusion head set, tubing, battery, piston rod, adapter and insulin cartridge and tried another bolus but his blood glucose would not come down. He stated he then gave himself a 10 unit insulin injection which brought his blood glucose down. Troubleshooting did not find any issues with the product. During troubleshooting, it was discovered the pt was using expired infusion sets. It was recommended that he discard all expired products and the pt was reminded of the importance of not using expired products. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.